Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is stuckper independent repair center statement, the unit was alarming or red light. The key failure was valve operator was stuck. Additional malfunctions were oring, zip ties, and hose clamp leaks, power switch has no alarm, and top shroud broken.